Event description:
It was reported that the pt underwent an acdf at a level adjacent to a prior fused segment to implant peek interbody device. While placing the superior fixation screw in, it was immediately recognized that the "screw went in deeper than normal", and then a crack in the implant was observed. The surgeon then removed the implant and replaced it with a new one of the same size and the same screws. No additional complications were reported.

Manufacturer narrative:
(B)(4): visual and optical inspection of the implant spacer identifies crack at superior screw boss wall, which appears to have initiated at screw head interface with wall, consistent with overtightening of screw during implantation. Witness marks near the superior screw boss feature suggest the screw may have implanted at a nearly flat trajectory. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.